Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hypoglycemia with a lowest blood glucose (bg) of 65 mg/dl during a supply and sensor change after dropping and breaking the cartridge. The user treated with orange juice, and bg stabilized. No medical intervention was required, and no long-term health effects were reported.